Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of the plunger failing to fully be depressed was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. Also patients having a hematoma, pseudoaneurysm or arteriovenous fistula present prior to sheath removal

Event description:
It was reported that an arteriotomy closure of a heavily calcified common femoral artery was attempted using a proglide device after a percutaneous transluminal angioplasty procedure. An access site tear and hematoma occurred after implantation of the 6fr long sheath. The physician decided to continue by using a proglide device to close the vessel. Reportedly, the plunger of the proglide could not be fully depressed. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician reportedly is trained in the use of the proglide device. No additional information was provided.